Manufacturer narrative:
Investigation is ongoing.

Event description:
During a transfemoral procedure, a 26mm commander delivery system balloon ruptured upon reaching nominal inflation. The delivery system is being returned for evaluation. As reported, the aortic valve has severe bulky leaflet calcification and bulky aortic root calcification. The bav balloon was inflated under rapid pacing, and was observed to rupture upon reaching nominal volume. The bav balloon was removed without difficulty, and tee confirmed no damage to the aortic root. The delivery system was advanced through esheath without abnormal difficulty and balloon alignment was performed in the descending aorta. The delivery system was then advanced across annulus and flex catheter was retracted without difficulty, stopping between the two proximal bands of the triple marker. The valve was deployed under rapid pacing, and the balloon ruptured upon reaching nominal inflation. Imaging (tee) was reviewed and the valve was fully deployed fully prior to rupture, with trace paravalvular leak (pvl) and no disruption of the aortic root. The delivery system could not be successfully withdrawn into the esheath. The sheath was removed first and the ruptured balloon was "pulled¿ through the arteriotomy. Hemostasis was achieved with the use of a dual perclose technique. Femoral imaging was performed and confirmed no vascular damage. There was no injury to the patient. Per post procedure discussion, the bulky calcification of the narrow sinotubular junction (stj) and shallow sinuses contributed to both balloon ruptures.

Manufacturer narrative:
UDI # (B)(4). The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: a longitudinal to radial burst on inflation balloon (does not appear to be any missing pieces), no liner tear on sheath, and gouges on flex tip. Functional testing was not performed due to the condition of the returned device (burst balloon). The complaint was confirmed through visual inspection. Dimensional testing was performed on the single wall thickness of the balloon along the longitudinal burst and was found to be in within specification. During balloon manufacturing per procedure, the balloon is visually 100% inspected for the following: critical drawing specifications, working length, balloon diameter, proximal / distal ids, proximal leg od, double wall thickness measurements, kinks, bends, scratches, gel-spots, crow¿s feet, fish eyes, deformation and contamination. Balloons are sampled tested for burst testing and additional visual inspection. During manufacturing, the inflation balloon undergoes 100% inspection for the following: distorted/pinched folds following the pleat and fold process. The assembled delivery system is 100% inspected by both manufacturing and quality for defects such as device damage (e.g. Kinks, cuts), distorted/pinched folds, wrinkles, waviness, and fold lines on the inflation and crimp balloon. In addition, the delivery system is 100% leak tested. Post leak test, the balloon covers and inflation balloon are inspected for any damage. During product verification (pv) testing, visual inspection prior to functional testing for physical defects such as kinks, and cracks, and loose or missing components and balloon bust pressure is tested on a sampling basis. The burst pressure and the system retrieval force of the tested units was calculated and found to be within specifications. The above inspections during the manufacturing process and testing performed during pv support that it is unlikely a manufacturing non-conformance contributed to the reported. Based on visual inspection of the returned device, the complaint was confirmed for balloon burst and delivery system ¿ withdrawal difficulty - through sheath. Review of manufacturing mitigation and device dimensional testing revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of the instructions for use (IFU) and training materials revealed no deficiencies. Per information provided by the complaint site, the patient had a calcified annulus and native leaflets. The complaint description further states that the calcification could have contributed to the balloon burst. Based on this account and a review of complaint history, it is likely that the root cause of the balloon burst is related to those detailed and documented in an edwards lifesciences technical summary. A detailed root cause analysis for similar returned complaints has been summarized in technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (calcified nodules within the annulus can impinge on the balloon during inflation, thus compromising the balloon wall structure even at a low inflation pressure), as well as outlining the extensive manufacturing mitigation in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analyses of these types of ruptures indicate that they are typically caused by interaction with calcification in the annulus. Subsequent withdrawal difficulty is then experienced while trying to withdraw the burst balloon, which can become caught on the distal tip of the sheath. The complaint for balloon burst and withdrawal difficulty was confirmed. No manufacturing non-conformities were identified in the returned sample. In this case, available information indicates that patient/procedural factors (calcification in the native annulus and leaflets, and withdrawal of the burst balloon) may have contributed to the event. No product non-conformance or IFU/training inadequacies were identified, and the respective trend categories occurrence rate does not exceed the april 2018 control limits, no corrective or preventative action is required.